Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead implanted: 2009-(B)(6); 5076-45 lead implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that during a patient office visit it was noted that the left ventricular (lv) lead had encountered high impedance, no capture, and there was a lead fracture. The lead was unable to extract, and was subsequently capped and replaced. No patient complications have been reported as a result of this event